Manufacturer narrative:
(B)(6). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) therapy experienced a break in aseptic technique which resulted in peritonitis. On the same date as the onset, the patient was hospitalized for peritonitis. On an unreported date in the same month, the patient was treated with unspecified antibiotics (doses, frequencies and route of administration was not reported) for the event of peritonitis. Fifteen days after the onset, treatment with antibiotics was stopped and the patient recovered from peritonitis. Dianeal therapies were ongoing. No additional information is available.